Event description:
Per the clinic, the patient experienced facial nerve stimulation across all electrodes when the volume was increased. The patient was reported to have a complex anatomical condition, including bilateral dehiscence. Subsequently, the device was explanted on (B)(6) 2026. The patient was reimplanted with another cochlear device during the same surgery.